Event description:
Related manufacturer reference numbers: (B)(4). It was reported, that the patient presented in clinic. With both right ventricular (rv) lead and left ventricular (lv) lead pulled back into the pocket. The rv lead was explanted and replaced, while lv lead was only explanted. The patient was discharged.